Event description:
Boston scientific received information that shortly after a changeout procedure, this device displayed oversensing which resulted in pacing inhibition. Technical services was contacted for possible indications of why this was occurring. It was suspected that there was a possible connection issue or a setscrew issue with the device. A follow up call indicated that possible telemetry interference was suspected thus the telemetry patches were replaced which showed pacing inhibition once again. The device was then reprogrammed but pacing inhibition was again noted. Technical services discussed storing the episodes in order to review the clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the system remains implanted. Should additional information become available, this investigation will be updated.

Manufacturer narrative:
Additional information received noted that the device was reprogrammed. The patient did have small premature ventricular contractions which are not sensed by the telemetry unit but are sensed by the device. At this time, the device and lead remain implanted. Should additional information become available, this investigation will be updated.